Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.2mmx15mmx142cm coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.